Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of no image, however the switch functions were found to operate appropriately. The image difficulty was isolated to the electrical connector of the endoscope. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the video image froze, would not release, and the unit would not take pictures. After turning the video processor off and back on, they reported only a green blank image reappeared. These phenomena were reportedly isolated to the endoscope. The procedure was successfully completed with the use of a different scopes with the same video processor. There was no patient injury reported.